Manufacturer narrative:
Investigation summary: a representative sample was received in the (B)(4) for evaluation. Sample provided was another syringe from the same batch and did not have an fm defect therefore failure mode was not verified and root cause could not be determined. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Investigation conclusion: sample did not show indicated defect. No related issues or qns found in DHR. Root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
It was reported that foreign matter was found in a 60 ml bd¿ syringe with bd luer-lok¿ tip. This was observed before use with no report of serious injury or medical interventions.